Event description:
It was reported that during the surgery, the foley catheter balloon broke, and a piece of it remained in the patient's bladder. At the start of the surgery, the surgeon placed a catheter as needed. Before catheterization, the balloon was tested and intact, and the catheter was inserted according to protocol, with 15 ml of saline injected into the balloon. At 11:30 am, the catheter came out on its own, and upon inspection, the catheter balloon was found to be damaged with a missing piece around 1 x 0.5 cm. The urology team was consulted during the surgery, and using a ureteroscope to examine the bladder, the missing piece was found and removed from the patient's bladder. Comparing the missing piece to the broken part, they matched completely. The patient has not experienced any other adverse effects so far.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.